Manufacturer narrative:
Please note that the following sections were inadvertently missed on the initial MFR report and are being included on this follow-up #01 MFR report: 1. Patient identifier. 2. Sex. Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Describe event or problem.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician was unable to advance the cat6 into the sheath because the cat6 was buckling. The cat6 then became broken in half and frayed as the physician attempted to advance through the non-penumbra sheath; therefore, the cat6 was removed. The procedure was completed using the same sheath and performing an angioplasty. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was kinked approximately 56.0, 131.0 and repeatedly kinked approximately 63.0 through 71.0 cm from the hub. There were no visible fractures of the cat6. Conclusions: evaluation of the returned device revealed that the cat6 was repeatedly kinked. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance, damage such as this may occur. There were no visible fractures of the cat6. The break and fraying reported in the complaint could not be confirmed. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the cat6 became broken in half and frayed as it was advancing through the non-penumbra sheath; therefore, the cat6 was removed. There was no report of an adverse effect to the patient.